Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Suspect device received on june 03, 2022, device evaluation completed on june 05 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the color of the smooth high profile xtra 380cc breast implant appears normal. The event described could not be confirmed as the breast implant was returned with normal color. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with mentor memorygel , 380cc silicone breast implant experienced implant discoloration intraoperative. During surgery doctor opened an implant and it was extremely cloudy, doctor used another implant with sn #: (B)(4) and completed the procedure. There was no patient contact. No adverse event reported.